Manufacturer narrative:
The spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain (right lower quadrant)") in an adult female patient who had essure (batch no. A33542-invalid) inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 5 years 7 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results: height: 66; weight: 154.8 (units unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain (right lower quadrant)") in an adult female patient who had essure (batch no. A33542) inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 5 years 7 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results: height: 66; weight: (B)(6) (units unspecified). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.